Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer went to the emergency room (ER) and was subsequently hospitalized due to an elevated blood glucose (bg) level (324-325 mg/dl). Prior to going to the ER, the customer administered an insulin injection in attempt to treat the bg. While in the hospital, the customer was treated with intravenous saline. At the time of the call with tandem technical support, the customer had not yet been released from the hospital.